Event description:
It was reported that the pulse generator could not be interrogated. Attempts to perform a device software download were unsuccessful. Device replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.